Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1005527. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Product surveillance received an email regarding clearlink duo-vent c-flo set. The customer reported that they had several issues with the set. They had one leak chemo on a patient in the past and recently one that did not run. There was patient involvement, however patient injury and/or outcome was unknown. Received an email from the customer for the due diligence. It was reported that the leak occurred on (B)(6) 2020 and the one that did not run occurred on (B)(6) 2021. The leak was coming from between the syringe and the chemolock. The lot number that leaked was unknown. The issue was noticed during patient infusion. There was no contamination to clothing and there was no harm. No one came into direct contact with the leaked product. It was the same product for each issue. The customer does not know if the FDA was notified. Received an email from the customer for the due diligence of related pr. Photo sample was provided. The leak was from the lowest port. The chemo lock is a two piece cstd - a chemolock and a chemolock port. One end on the luer and one on the syringe or in the case of the blockage - the med tubing. The blockage seemed to be the tubing in conjunction with chemolock. They have had nurses say that they have replaced the chemolock and still had the problem which does not resolve until they replace the tubing. The leak was at the syringe chemolock connection but they think that it was only because there was downstream occlusion.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Product surveillance received an email regarding clearlink duo-vent c-flo set. The customer reported that they had several issues with the set. They had one leak chemo on a patient in the past and recently one that did not run. There was patient involvement, however patient injury and/or outcome was unknown. Received an email from the customer for the due diligence. It was reported that the leak occurred on (B)(6) 2020 and the one that did not run occurred on (B)(6) 2021. The leak was coming from between the syringe and the chemolock. The lot number that leaked was unknown. The issue was noticed during patient infusion. There was no contamination to clothing and there was no harm. No one came into direct contact with the leaked product. It was the same product for each issue. The customer does not know if the FDA was notified. Received an email from the customer for the due diligence of related pr. Photo sample was provided. The leak was from the lowest port. The chemo lock is a two piece cstd - a chemolock and a chemolock port. One end on the luer and one on the syringe or in the case of the blockage - the med tubing. The blockage seemed to be the tubing in conjunction with chemolock. They have had nurses say that they have replaced the chemolock and still had the problem which does not resolve until they replace the tubing. The leak was at the syringe chemolock connection but they think that it was only because there was downstream occlusion.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1005527. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.